Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection found no damage. The device was able to power on using lab stock batteries, obtain measurements and pair with a known good root. Measurements obtained during the initial water bath test were outside the device specification. Microscopic analysis found contamination on the ir sensor lens. This was cleaned and the water bath temperature test was redone. The obtained measurement values remained outside the device specification. A service history record review showed the device has been in the field for over six (6) months with no previously reported issues related to this complaint.

Event description:
The customer reported the device had inaccurate readings. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device had inaccurate readings. No patient impact or consequences were reported.